Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical analysis of the product can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Please provide a brief summary of the event that includes any additional details that you have not already provided: here, after we had passed through the occlusion zone once and wanted to atherectomize a second time, the wire in the shaft became tangled, so that it twisted along and then shortened in the vessel. We performed the atherectomy very carefully and we did not notice any mistakes from the handling the primary 'passage' also went really well, so we had created a small channel for further work. Finally, we lost the wire and had to probe again. After removing the jetstream catheter including the wire from the patient, we had to recanalize and perform a conventional pta treatment. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: here, after we had passed through the occlusion zone once and wanted to atherectomize a second time, the wire in the shaft became tangled, so that it twisted along and then shortened in the vessel. We performed the atherectomy very carefully and we did not notice any mistakes from the handling the primary 'passage' also went really well, so we had created a small channel for further work. Finally, we lost the wire and had to probe again. After removing the jetstream catheter including the wire from the patient, we had to recanalize and perform a conventional pta treatment. The guide wire was stuck in the shaft of the jetstream catheter. What is the next course of action?: after removing the jetstream catheter including the wire from the patient, we had to recanalize and perform a conventional pta treatment. Patient present at time of event?: yes patient complications: no patient complications reason for unsuccessful procedure: jetstream 1,85mm gtin (B)(4) lot 27340113. The guidewire got tangled in the jetstream catheter , so that it twisted along and then shortened in the vessel. Was the patient sedated when the procedure was cancelled?: yes

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each 300-014 short taper g.w.; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented extensive kink/bend damage of varying severity and frequency scattered over the length of the device. The specimen also presented several regions of ptfe coating damage and removal, the proximal marker coil presented several offset coil wraps. The distal coil presented stretched coil wraps distal of the proximal coil to core wire joint. The damage presented appeared consistent with manipulation of the device against resistance. The event description did not make any mention of kink/bend or coating damage; as such, it could have been incurred during post-event handling to separate the thruway wire from the jetstream catheter. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.